Manufacturer narrative:
This report is a response to medwatch report mw5096150. The initial reporter of this adverse event is the patient effected by a previous medwatch report mw5096017, submitted by the physician involved in this event. Proximate concepts had received the complaint, but no device was returned for evaluation. Therefore we have limited information from the entity submitting the complaint. Based on the information provided, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device shipped, and the associated production lot and sterilization lot were in accordance with documented specification and standard operating procedure as indicated in our protocol. Bioburden testing and sterilization logs confirm shipment of sterile product. As such, this file has been closed. Manufacturer's reference number: (B)(4).

Event description:
On (B)(6) 2020 a patient submitted a voluntary report to the FDA (mw5096150) regarding an adverse event that occurred 2 weeks post-surgery. The reporter is the effected patient in this event. The event occured at edina plastic surgery.the patient explains that two weeks post surgery their right breast incision broke open and fluid was leaking, which required extra surgery. This report is presumed to be related to medwatch report mw5096017, which was submitted by dr. Christine stewart. Dr. Stewart is a physician at edina plastic surgery that submitted mw5096017 in regards to a similar event.